Event description:
It was reported that a patient had high impedances which were resolved with programming. There were no patient symptoms and no injuries related to this event. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the impedance measurements remained high and that the patient had been reprogrammed. It was noted that the patient received effective therapy but with "less advantage in the principle of the therapy".